Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they are experiencing an issue, instrument/mechanical- top/bottom indicating the instrument is unstable or could fall with bd bactec¿ fx, instrument top, packaged. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "safety issue, top half falls forward when drawer opened".

Event description:
It was reported by the customer that they are experiencing an issue, instrument/mechanical- top/bottom indicating the instrument is unstable or could fall with bd bactec¿ fx, instrument top, packaged. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "safety issue, top half falls forward when drawer opened".

Manufacturer narrative:
H.6 investigation summary: customer contacted bd support regarding their bactec fx 441385 sn ft8479 indicating the instrument is tilting when opening the upper drawers which creates a safety risk. Bd field service engineer went onsite to verify and confirmed the rear support bolts were loose and not secured to the mounts on the fx bottom. Tightening the bolts secured the fx top to the bottom. The issue is resolved. This is a confirmed complaint. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review showed no prior safety concerns. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The root cause is unknown how the bolts became loose. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints for safety are under statistical control for the month of september 2022. The upper control limit was not breached, and no trends have been identified. Review of risk management documentation indicates the potential risk of the reported failure mode was assessed as severity s4 via document baltrmbactecinstraph rev 15, row ID 7.